Event description:
As reported by the edwards field clinical specialist, following deployment of the sapien valve, significant central aortic insufficiency (cai) was noted on tee. A second sapien valve was implanted within the first, following which no paravalvular or central leaks were noted. Per report, a surgical cutdown was performed for a transaortic approach via the second intercostal space. Balloon aortic valvuloplasty (bav) was performed with the edwards 23mm balloon. One inflation was performed with rapid ventricular pacing (rvp). Upon deployment of the sapien valve under rvp the balloon rupture occurred. The delivery system and sheath were removed as one unit while the surgeon maintained hemostasis. The sapien valve was assessed via tee. No paravalvular leak was noted; however, significant cai was noted. The sapien valve was positioned 50:50 within the native annulus. The patient was hypotensive, but stable, and managed by anesthesia. The decision was made to deploy a second sapien valve within the first sapien valve. The first sapien valve was crossed with an .035 amplatz extra stiff 3mm j wire. The second sapien valve was introduced and deployed under rvp. The sapien valve was placed completely within the first sapien valve, and the delivery system was removed without incident. No paravalvular leak or central aortic insufficiency was noted following deployment of the second sapien valve. The patient was stable and surgical repair of the access site was performed. Additional investigation revealed the following: per the physician inflating the rf3 delivery system, he had not emptied the syringe when the balloon rupture occurred. Consequently, the balloon was not fully inflated and inflation was not held for three or more seconds. However, the valve was stable and no paravalvular leak was detected by tee. Anesthesia did not comment on the leaflets coaptation, only that there was significant cai. The native aortic valve was severely calcified, with a bulky distribution of calcium. The perceived cause of the cai was damage to the sapien leaflets, possibly as a result of the balloon rupture.

Manufacturer narrative:
See manufacturing report number 2015691-2012-17996. The investigation is ongoing.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify the several factors that could cause central regurgitation, including over expansion or asymmetrical deployment of the delivery balloon and inadequate coaptation of prosthesis leaflets. In this case, per report, the perceived cause of the central regurgitation was damage to the sapien valve's leaflets, possibly as a result of the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.